Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia, loss of consciousness and seizures. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone14.7 cgm sensor type: g6 lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported via email that a potential adverse event had occurred. In the email, the patient answered "yes" to "since your last assessment on (B)(6) 2025, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure?". Additional information was requested, but unavailable. If additional information is received it will be submitted in a follow-up report.